Event description:
It was reported that the gastrointestinal videoscope had a leak check error, and the customer suspected an air leak. There was no report of patient harm. The device was returned, evaluated, and a foreign object was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
E1) establishment name: (B)(6) clinic. The device was returned to olympus for evaluation of the reported issue. It was found that water tightness was lost due to a pinhole on the channel tube. In addition to the foreign material found in the nozzle, other evaluation findings are as follows: the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the connecting tube had a dent, a wrinkle and discoloration; the air/water cylinder was corroded; the suction connector was discolored and shaved; and the control unit was discolored. Lastly, there were scratches on the following parts: the image guide protector, the forceps elevator knob, the upward/downward knob, the right/left knob, the protector of the universal cord on the suction connector side, the scope connector cover unit, the scope cover, the suction connector, the universal cord, the grip, the control unit, and the switch box. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: it is unclear if the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unknown if the customer has any idea about the nature of the foreign material. It unknown if there was delay in the start of the precleaning or abnormalities in the accessories used for reprocessing. It is unknown if the customer flushed the air/water nozzle with water and air and wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. It is also unknown if the customer also flushed the air/water nozzle channel with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. Based on the results of the investigation, the foreign material obtained could not be identified. The cause of the foreign material could not be specified since it was unknown if the reprocessing was conducted in accordance with the IFU from the obtained information. The event can be detected and prevented in accordance with the following IFU. The instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in ¿chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.